Manufacturer narrative:
(B)(4). Unknown, captured as awareness date batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what degree of hemorrhoids did the patient have?: unknown. What confirmation was received that the device was fully fired?: crunch of the washer. Where within the gap setting scale was the orange indicator prior to firing?: unsure. Did the device cut?: yes. If the device cut was the cut line fully circumferential around the target tissue?: unknown. Did the device staple?: yes and no. Was the staple line complete?: no. Were there any staples missing from the staple line?: yes. What was the appearance of the deployed staples (b-formation, irregular, straight legs)?: b formation. How many counter-clockwise revolutions were used to open the device?: unknown. Was the safety reset before removal attempted?: unknown. How many counter-clockwise revolutions were used to open the device?: unknown. How was it confirmed that the anvil was free from the tissue prior to removing?: unknown. After firing was the adjusting knob turned ½ to ¾ revolutions?: unknown. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue?: yes. Who fired the device?: resident. Who removed the device?: resident. Was the safety reset prior to removal?: unknown. What was the users experience with the device? How was the procedure completed?: attending had to hand sew the staple line. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure the device misfired twice. No other information is available at this time. No patient consequences were reported.